Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right coils lodged in my uterus') and pelvic pain ('pain/ pelvic area/ pelvic region') in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and medroxyprogesterone acetate (provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdominal pain/ cramping") and dyspareunia ("painful sexual intercourse"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes/ bladder issue") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infection") and medical device pain ("pain from coils"). The patient was treated with ciprofloxacin, citalopram, phenazopyridine hydrochloride (pyridium) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, urinary tract disorder, headache, vaginal discharge and medical device pain outcome was unknown and the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, bladder disorder, migraine, fatigue, abdominal pain lower, dyspareunia and vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain lower, bladder disorder, dyspareunia, embedded device, fatigue, headache, medical device pain, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: only left coil removed on (B)(6) 2018 and then later on (B)(6) 2018 removed the right coils lodged in my uterus via hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event: pain from coils were added. Fu 3 and 4 processed together. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right coils lodged in my uterus') and pelvic pain ('pain/ pelvic area/ pelvic region') in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and medroxyprogesterone acetate (provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdominal pain/ cramping") and dyspareunia ("painful sexual intercourse"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes/ bladder issue") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("yeast infection"). The patient was treated with ciprofloxacin, citalopram, phenazopyridine hydrochloride (pyridium) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, urinary tract disorder, headache and vaginal discharge outcome was unknown and the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, bladder disorder, migraine, fatigue, abdominal pain lower, dyspareunia and vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain lower, bladder disorder, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: only left coil removed on (B)(6) 2018 and then later on (B)(6) 2018 removed the right coils lodged in my uterus via hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received: lot number and lab data added. Concomitant medication added. Events: right coils lodged in my uterus, hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, lower abdominal pain/ cramping, painful sexual intercourse, yeast infection, pain, fatigue, vaginal discharge were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.